Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Charge times while implanted were about 23 seconds and this is within the extended chart time limit for mid-life. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an appropriate shock for an episode in the vf zone. However, the charge times were long, and the patient experienced either presyncope or syncope with the event. The exact symptoms were unclear as the patient was a poor historian. There was concern that the extended charge time behavior of the device may have contributed to the patient's symptoms or syncope. Subsequently surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.